Event description:
A customer contacted haemonetics on (B)(6) 2012, to report "blood spill" on an orthopat device. No patient/operator injury reported.

Manufacturer narrative:
The device was not returned. A follow-up report will be sent upon device return and evaluation completion. (B)(4).